Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to a vibratory alert for high out of range hv lead impedance. In-office measurement was slightly lower. All hv vectors have impedance measurements that have slowly increased over the past few months but are still within limits with the exception of this recent issue. The decision was made to reprogram the device shock vector to rv-to-can. The patient had not reported symptoms associated with this issue.